Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon skived when inserting a screw into the l5 right. The manufacturer representative stated that the surgeon was in a hurry to get started on a second surgery and as a result, was not performing the surgery to an expected level of care and quality. The surgery was a k-wire case from l5 to s1. The surgeon inserted the screws on l5 and s1 on the left side without issue. The first screw on the right side was on l5. After placing the k-wire, the representative verbally stated that they believed the wire looked too lateral and suggested using a c-arm to confirm. The surgeon agreed. After taking the c-arm shot, the representative continued to verbalize that they thought the screw looked too lateral, but the surgeon and a third party distributor representative vocally disagreed with the manufacturer representative's assessment. The surgeon rushed to put the dilators in, and when using the drill through the inner cannula, the surgeon engaged the drill before the tip of the bit touched the patient's bone. This caused the drill to skive in a different direction due to the least resistance. After the surgeon had inserted the screw in the planned trajectory, they vocalized that the screw was inserted too laterally. The trajectories were deviated less than or equal to 3.5 mm. The surgeon also felt that the lateral screw was due to the guidance system's inaccurate trajectory. The surgeon removed the screw and manually inserted the screw using a jamshidi. The manufacturer representative felt that the surgeon was not using the proper technique. The last screw was inserted using the guidance system without issue. An advanced accuracy check was completed after the procedure. There was no patient harm and the procedure was delayed by 15 minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.